Event description:
It was reported that the patient came to the emergency room after being shocked multiple times due to t-wave oversensing. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.